Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severe regurgitation that the patient experienced was classified as central regurgitation.

Event description:
It was reported that approximately four years and seven months after the implant of a 29 mm transcatheter aortic valve, the valve failed and the patient was hospitalized. Initially, a transthoracic echocardiogram (tte) from a different facility showed a high gradient, but a tee at the latest hospital revealed a gradient of 5 mmhg and found no paravalvular leak. It was noted that there was concern about one valve leaflet "not moving." The valve leaflets were also said to be calcified. According to the information received, the patient was being evaluated for transcatheter valve-in-valve replacement. Relatedly, it was also stated that the patient had been readmitted for heart failure several times because of this issue. Additional information was received that approximately four years and eight months post-implant, a non-medtronic (sapien) transcatheter valve was implanted valve-in-valve due to aortic stenosis with severe regurgitation and a gradient of 40 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years after the implant of a 29 mm evolut pro transcatheter aortic valve, the valve failed and the patient was hospitalized. Initially, a transthoracic echocardiogram (tte) from a different facility showed a high gradient, but a tee at the latest hospital revealed a gradient of 5 mmhg and found no paravalvular leak. It was noted that there was concernabout one valve leaflet "not moving." The valve leaflets were also said to be calcified. According to the information received, the patient was being evaluated for transcatheter valve-in-valve replacement. Relatedly, it was also stated that the patient had been readmitted for heart failure several times because of this issue.